Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver the remainder of the bolus requested. Reportedly, the customer received the max bolus alert as intended but was not given the option to deliver the rest of the bolus. Customer's blood glucose was 128 mg/dl.